Event description:
It was reported that at follow-up, x-ray found externalized conductors. All electrical measurements were normal. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.